Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Approximately in the early (B)(6) 2026, patient stated that he noticed a pustule at the puncture site. He left it alone hoping it would go away on its own until approximately (B)(6) 2026, when the pustule popped and the customer was in pain. The patient went to a local hospital and was prescribed an unspecified oral antibiotic after determining that the infection was not improving. He later returned to the same hospital, where he was referred to urgent care. The infection was cleaned, an unspecified topical cream was applied, and the area was bandaged. The patient was instructed to continue applying the topical cream until (B)(6) 2026, then he went to a different hospital. The physician stated that no pus was present at the time of drainage. The patient was discharged from the hospital on the same day, and no medications were prescribed. He was instructed to continue using the topical cream he had been applying. At the time of reporting, the patient stated that he was still recovering. At the time of the report, the patient is recovering and fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.